Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a genesys hydro thermablator (hta) endometrial ablation system was being inspected by the biomedical department on (B)(6) 2014. According to the complainant, the unit failed the electrical safety test that was conducted due to a defective power cord and the power cord at the base of the console was loose.

Manufacturer narrative:
A visual examination of the returned device revealed that the genesys console appeared to be in good condition. The console was not returned with a power cord, so a gold standard power cord was used in the testing. The unit passed the genesys hta functional feature test with no alarms or error messages observed. A safety test was also performed on the console and the power cord was manipulated at the receptacle of the unit in an attempt to duplicate the reported problem. The console passed the safety test and was opened and visually inspected for loose connections and loose or missing hardware. No loose connections or loose or missing hardware was found. The unit passed the leakage & earth resistance safety test and ac current draw test. The eeprom data was reviewed and there was no indication found of the reported event. As the reported problem was not duplicated during the testing of the genesys console, the most probable root cause is undeterminable.

Event description:
It was reported to boston scientific corporation that a genesys hydro thermablator (hta) endometrial ablation system was being inspected by the biomedical department on (B)(6) 2014. According to the complainant, the unit failed the electrical safety test that was conducted due to a defective power cord and the power cord at the base of the console was loose.